Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was in the hospital for an incident not related to her diabetes. However, while at the hospital the customer experienced high blood glucose. The reported blood glucose readings was 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer attempted to change in infusion set, but her blood glucose remained elevated. Nothing further was reported.